Event description:
This report is being filed after the review of the following journal article: kabasawa, y. Et al (2013), analysis and comparison of clinical results of bilateral sagittal split ramus osteotomy performed with the use of monocortical locking plate fixation or bicortical screw fixation, oral surgery, oral medicine, oral pathology and oral radiology, vol. 116 (5), pages e333-e341 (japan). The aim of this study is to compare the postoperative stability of monocortical fixation using a locking plate system with that of bicortical screw fixation. During the study period, a total of 55 japanese patients who underwent bilateral sagittal split ramus osteotomy (bssro) were included in the study. Of these, patients had either monocortical locking plate (group a; n = 28; median age was 24 (21-36) years) or bicortical screw (group b; n = 27; median age was 29 (21-38) years) osseofixation. The proximal and distal segments of the osteotomies were fixed monocortically with the use of a locking plate (compact lock 2.0 large; 1.5-mm thickness; synthes corp.). They often used only 4 of the 6 screw holes in the locking plate and cut the rest of the plate; thus, only 4 screws (2 x 8 mm and 2 x 6 mm) were required. In the control group, the proximal and distal segments of the osteotomies were fixed bicortically in the gonial region with 3 titanium position screws. The following complications were reported as follows: group a: 8 patients with facial symmetry had neurosensory disturbance (nsd) at 3 months postoperatively. 2 patients with facial symmetry had neurosensory disturbance (nsd) at 6 months postoperatively. 5 patients with facial asymmetry had neurosensory disturbance (nsd) at 3 months postoperatively. 1 patient with facial asymmetry had neurosensory disturbance (nsd) at 6 months postoperatively. Group b: 8 patients with facial symmetry had neurosensory disturbance (nsd) at 3 months postoperatively. 3 patients with facial symmetry had neurosensory disturbance (nsd) at 6 months postoperatively. 8 patients with facial asymmetry had neurosensory disturbance (nsd) at 3 months postoperatively. 2 patients with facial asymmetry had neurosensory disturbance (nsd) at 6 months postoperatively. This report is for an unk - construct: compact midface system. A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown construct: compact midface system/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.